Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she does not have the sensor and when customer changed to unomedical infusion set was bent and blood glucose had sky rocked at work. Customer stated his blood glucose was 340 mg/dl then while at work it lowered to 35 mg/dl and after lunch it was over 600 mg/dl. Customer was not aware because she was not wearing the sensor. Then blood glucose was at 438 mg/dl and lowered to 108 mg/dl. This occurred on (B)(6) 2014. Customer reported she had many times her blood glucose was low and she was unaware because she wasn't wearing her blood glucose. (B)(6), 2014 but doesn't remember blood glucose. (B)(6), 2014 it was 47mg/dl. (B)(6), 2014 was 68 mg/dl. Customer stated it has happened while customer was driving. Customer was on steroids and is working with doctor to control blood glucose. Customer declined troubleshooting. Customer has not been hospitalized. No further information reported.